Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was totally black and the display was unable to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly, which was not related to the malfunction/issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator's screen was totally black and the display was unable to be viewed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly, which was not related to the malfunction/issue.